Event description:
It was reported by the rep that the (2) tlc55 was used during a sigmoid resection procedure. It was reported that the first one was fired successfully and was reloaded and locked out. The second instrument did the same thing. The case was completed with a third instrument and with no pt consequence.